Manufacturer narrative:
Clinical review: there is a temporal relationship with the patient event of feeling too full and completing pd therapy on the liberty select cycler. There is no documentation to show a causal relationship between the event of feeling too full and the liberty select cycler. The data that was reviewed for this event did not show any iipv or alarms during the drain phase. Many patients in pd therapy complain of fullness during treatment. The alleged event is not confirmed. The device was not returned to the manufacturing plant for investigation. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
On (B)(6) 2017, follow up regarding an issue of the patient feeling bloated and receiving negative ultrafiltration (uf) during treatment was completed with this male patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt). The patient had initially reported having to do several stat drains due to feeling too full. A review of the liberty select cycler data did not show any instances of increased intraperitoneal volume (iipv) or any alarms during drains. During the follow up, the patient stated he was hospitalized on (B)(6) 2018 because the cycler wasn¿t pulling off enough fluid making him feel full. The patient stated that he was discharged and doing well. Additional information was obtained through follow up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018. Per the pdrn, the patient was not hospitalized overnight or admitted for fluid volume overload. The patient felt as though he was fluid volume overloaded, however, he was not. It is unknown if the patient received any medical intervention at the hospital. The patient¿s pd therapy remained unchanged and the patient is doing well completing ccpd therapy with the liberty select cycler.